Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the initial implant procedure, there that a dissection noted on the coronary sinus of the left ventricle and confirmed with x-ray imaging and allegedly caused by the left ventricular (lv) lead. The lv lead was not implanted and the patient was in stable condition.